Event description:
It was reported that the customer's pump was exposed to extreme temperatures and cold weather. Customer's blood glucose level was 136 mg/dl. Pump was stabilized for more than 30 minutes. Insulin pump will need to be replaced. Pump will be returned for analysis. No additional information provided

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked and bleeding on lcd glass.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.